Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that something changed in the patient's stimulation settings/programming and they were not sure what to do. They were usually on group a and used it 24/7 with no problems. They woke up and weren't feeling stimulation so they thought that maybe the battery had depleted. They checked the ins and the battery was not depleted; they tried switching to group b and c and could feel stimulation on these groups but would get random bursts of increased stimulation. They tried group a again and it worked for a moment and then quit again. They reported that it's acting sporadically. The patient programmer showed that the stimulation was on and that adaptive stimulation wasn't enabled. The patient considered this a sudden change in therapy/symptoms. No further complications reported.